Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a striated opening assessed as surgical damage. Also have a crease smooth opening on anterior side assessed to a fold flaw opening. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Brown particles in the fill channel. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Event description:
The device has been explanted.